Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was 175 mg/dl at the time of incident. Customer stated that the time was advancing. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No frozen screen noted. Device passed rewind test, basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus or basal delivery. Unable to verify a35 alarm due to motor error alarm. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.